Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and ams intepro was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced vaginal prolapse, rectocele, cystocele, urinary obstruction, dysuria and vaginal discharge.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that patient underwent mesh revision/removal on (B)(6) 2013 due to urinary problems, pelvic pain and dysparenia. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted concurrently with robotic-assisted vaginal hysterectomy with vaginal closure of cuff and morcellation and lysis of adhesions due to sui, history of previous c-sections and large uterus.